Manufacturer narrative:
Due to hazardous contamination, the device will not be returned for investigation.

Event description:
The customer contact reported a tubing separation; subsequently, a leak of a chemotherapeutic agent was noted. The tubing set was being used to deliver an unspecified concentration of 5fu. After an unspecified length of time in use, the homecare pt contacted the user facility and reported that the tubing had separated from the filter and an unspecified amount of the 5fu leaked. The delivery was stopped. The spill was cleaned up according to the user facility's protocol. The solution container and the tubing set were replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.